Manufacturer narrative:
(B)(4).the service engineer (se) evaluated the ventilator and replaced the breath delivery unit (bdu)printed circuit board (pcb). The unit passed extended self-testing.

Event description:
Report received of error codes which rendered the ventilator inoperable. The ventilator was not on a patient at the time of the event.